Event description:
It was reported by the affiliate that the (13) 511s were used during a laparoscopic gallbladder procedure. It was reported that there were torn gaskets. The case was completed with another instrument and there was no patient consequence.